Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar configuration. The lss was reset and the lead configuration was set back to bipolar. The physician plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.